Event description:
It was reported that the user awoke with hyperglycemia, performed a correction with 5 units of insulin after a wait period, and then completed a full infusion set and supply change while using an infusion set (cannula) with a continuous glucose sensor; blood glucose remained elevated in the 300s mg/dl range after these actions. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical or surgical intervention, and no hospitalization. Investigation included review of device history, complaint trend analysis, and user interview. Investigation of this case revealed no device malfunction was confirmed and the cause of the hyperglycemia was undetermined. It was concluded, based on previously established findings for similar reports that the event was user-reported hyperglycemia with cause unclear and without confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.